Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed all buttons responded appropriately. The keypad was found to be intact. The pump was leak tested and found a bolus button leak. There was no contamination under the buttons. Investigators were unable to duplicate intermittent keypad. Investigators were unable to obtain an audible alarm reading because of damaged bolus button.